Event description:
A malfunction was reported on the pump by the caller, specifically a momentary power loss to the vibrator motor, indicated by malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact reported. Technical support provided information to reset the pump, assisted the caller in doing so, and confirmed that the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurs.